Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece it was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day. Insertion site was belly. No further information available.